Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and examination of the returned part determined that instrument¿s distal hook fractured and fractured part was not returned for the analysis. Sem analysis of the fracture surface artifacts suggest the instrument likely fractured from a multiple origin bending overload. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Report source - (B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the tip of the inserter was fractured. The tip fell to the ground and was discarded. No adverse events have been reported as a result of the malfunction.